Manufacturer narrative:
The therapy was carried out for a month, during this period the cannula was upsized to meet the growth of the baby (patient). Information on this are still pending. It has been reported that in addition to the cannula, there was an ng tube placed on the patient.

Event description:
As reported by complainant : incident occurred in relation to the nioflo device. We have a newborn that was reported of having a perforation inside the septum. Infant was on the cannula and was being provided high flow.